Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were two custom bivona tracheotomy tubes that had a white appearance around the cuff and white powder in the pilot balloon. The pilot balloons were inflated with sterile water to flush out the white powder. One of the tracheotomies seemed to have silicone bumps on the cuff of the trach. There was no patient involved in this incident.

Manufacturer narrative:
Device evaluation: two unused devices were received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed and probable root cause is unable to be determined.